Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head on my toothbrush...slipping off - oral-b [device breakage]. Head on my toothbrush...as though the hole is fractionally too big - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head kept slipping off when using it and it was as though the hole was fractionally too big. No injury was reported. 04-mar-2024 via digital safety assessment survey: consumer was a 46 year old male. No medical treatment was required. No injury was reported. 04-mar-2024 via e-mail: the suspect product was oral-b power oral care refills crossaction eb50 brush set 4ct. No injury was reported.